Event description:
A consumer reported that following intraocular lens (iol) implant surgery, his distance vision is blurry and he has no vision at one meter. He reported he is unable to determine if near vision is corrected with glasses. The consumer stated he has a yag capsulotomy scheduled in two months and was wondering if this would improve his near vision. He also indicated that he has had previous lasik performed. Additional info was received from the surgeon who reported the pt had an uncomplicated, perfect surgery. He reported the event continues and the pt has pco (posterior capsule opacification) for which a yag laser treatment is scheduled. The surgeon indicated the event should resolve following this treatment. In the surgeon's opinion, the device did not cause/contribute to the event.

Manufacturer narrative:
Eval summary: the product was not returned for analysis, results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other similar complaint reported in the lot number. Additional info was requested and received. (B)(4).